Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold due to lead placement. The lv lead was explanted and replaced. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted there was apparent explant damage. Concomitant products: product ID d224trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2011; product ID 507652 implantable pacing lead, implanted: (B)(6) 2006; product ID 694758 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).